Event description:
A malfunction alarm, identified as malfunction code 12, was reported, with no notable events occurring prior. There was no information provided about the impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and contact support if any issues reappeared.